Event description:
It was reported that the device was used during a gastric bypass surgery. It was reported that during the 5th or 6th firing across the stomach, the staple line failed to form in the middle. The case was completed by manually oversewing the staple line. The or time was extended.